Event description:
Consumer called to report accuracy issues with her meter. Was feeling very low, tested and got a 67, called the paramedics and they tested at 29(30 minutes later) believes the meter is inaccurate.